Manufacturer narrative:
(B)(4). Age was not provided. Patient weight was not provided.

Event description:
It was reported that abutment screw was to screw it. Another abutment was placed in the same surgery. Tooth location #15.

Manufacturer narrative:
A healing collar (hc445) was returned. Visual inspection of the as received product identified signs of wear and discoloration around the threads and the seating surface. The occlusal surface and the hex feature had no evidence of any wear or damage. The complaint was unconfirmed, as the healing collar successfully threaded into a mating implant as intended during functional testing. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. The following sections have been updated. UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.